Event description:
Discrepant results when compared to a lab. Multiple pts were being used for a correlation study and two results did not correlate. The reported device result was 2.1 and 5.3 inr. The corresponding lab result reported was 1.6 and 3.8 inr.